Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds and motor error alarm during basic occlusion test due to moisture damage on the force sensor resistor. The motor was tested outside the device and passed. The pump had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and motor error. The customer's blood glucose was 181 mg/dl at the time of incident. The customer stated that the pump was exposed to high magnetic field. The customer stated that he was trying to fill the tubing when he received the compromised force sensor system. He was able to clear the compromised force sensor system alarm but then the pump alarmed motor error. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.